Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited gray bar upon interrogation. The ICD had not been assigned to a case yet. Therefore, there was no patient involvement.